Event description:
It was reported that the patient received a left ventricular assist device (lvad) implant on (B)(6) 2022 and left the operating room (or) with an open chest. Within 24 hours of leaving the operating room, the patient was noted to have significantly increased bleeding from chest tubes and received 23 units of packed red blood cells (prbcs). On (B)(6) 2022 at 01:41, surgical site washout was done and the patient received 11 units of prbcs. Patient returned to the operating room again on (B)(6) 2022 for post- operative exploration and repacking with transesophageal echocardiogram (tee). During prep in the operating room, the patient started twitching and was started on keppra (levetiracetam), aspirin (acetylsalicylic acid), heparin, and coumadin (warfarin) on hold and neurology consult was placed. On (B)(6) 2022, the patient was suspected to have brain damage. The patient received no further prbcs and returned to the operating room on (B)(6) 2022 for surgical washout, chest closure, and aortic arch dissection. On (B)(6) 2022, an electroencephalogram (eeg) was obtained which was suggestive of a diffuse brain dysfunction and no evolving seizures were noted. The patient was intubated and sedated making further assessment limited. Additional information was received on (B)(6) 2022 that the patient had a hemorrhagic stroke that started on (B)(6) 2022 that was noted on CT with small acute frontal sulcus and no further intervention was warranted. On (B)(6) 2022, versed (midazolam) was discontinued and was on fentanyl drip. The patient also presented with elevated temperature of 101.0 f. Pan cultures were obtained and infectious diseases (ID) was consulted. The ID physician started wide spectrum antibiotics and respiratory cultures were identified. Patient screen failed due to being nothing by mouth (npo) beyond 7 days post operation. While systemic inflammatory response syndrome (sirs) was suspected, sepsis has been ruled out. Patient was excluded from the study and at the time of study exclusion, the patient was in intensive care unit (ICU), with richmond agitation-sedation scale (rass) scale of -1 to -2, off sedation but still intubated, only responding commands on left side of the body, febrile, and on IV antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, infection (local, driveline, and pump pocket), and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.